Manufacturer narrative:
Images evaluated by gore imaging: the reported device failure mode, distal device migration, could not be confirmed through evaluation of the provided clinical images because the images represent the point in time four years after device implant when the endoleaks and migration were observed. The proximal end of the device was observed in the imaging to be approximately 17.5mm distal to the left renal artery, and this is consistent with potential migration from the typical device placement adjacent the lowest renal artery. The reported type I endoleak was confirmed through evaluation of the clinical images, and a lack of device to vessel wall apposition was identified at the proximal end of the device. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported: on (B)(6) 2020, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2024, images revealed a potential proximal type I endoleak and a type ii endoleak coming from the inferior mesenteric artery (ima). There is aneurysm enlargement (1cm of growth from (B)(6) 2020). There appears to be distal migration 1.6cm below the left renal artery. A future reintervention is being planned, no date set yet.